Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that one time patient was at the airport and could not get the implantable neurostimulator (ins) to turn off. Patient thinks she was probably not pushing the right button. Patient stated it did not cause any trouble going through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.